Manufacturer narrative:
Final comments from the manufacturer: no defect was detected on the needles from this batch. Given the above analysis, in the absence of details on the circumstances of the incident and as no defect was detected during tests on our retained samples for this lot, it is difficult to determine the cause of the reported problem. On 06 april 2016: the manufacturer don't have found additional information and therefore, the analysis report will not update. On 08-apr-2016: the company adds accidental exposure to device because of the risk for the patient in case of surgery: the dental consultant explains that the surgical incisions in this area can lead to damage of the lingual nerve.

Event description:
Follow-up report #1. Additional information received via dental consultant after having spoken with reporting dentist over phone on 28-mar-2016: reporting dentist was using a 27-gauge long needle administering an ianb on the patients left side. To his knowledge nothing strange happened during the injection . Patient didn't jump. When he withdrew the syringe, he was 'shocked' to see that the shaft of the needle was gone. He tried using his fingers to force the needle out, but to no avail. He immediately took a panoramic x-ray which demonstrated the needle still in the tissue. The reporting dentist states that he does not bend needles, nor does he insert needles all the way into soft tissue to their hub. He next phoned his referring oral surgeon who saw the patient immediately. He confirmed the needle still in the tissue on the lingual aspect of the left ramus. The surgeon recommended leaving it be and observing. This event occurred on the (B)(6) 2016 (I might be off by a day or so). The patient has been seen both by the reporting dentist and the surgeon with follow-up radiographs taken. Reporting dentist told dental consultant that at the latest x-ray, the tip of the needle was a few millimeters anterior to the posterior border of the ramus with the shaft anterior to it (the needle is pointing dismally). He says the patient has a little soreness, but it seems to be getting a little better. Her oral cavity opening is about 30 mm. The surgeon told the patient that surgery should represent a last choice as there is a risk of making the situation worse. (Surgical incisions in this area not infrequently lead to damage if the lingual nerve). The patient seems inclined to go along with this for the time being. If surgery is decided upon, the surgeon recommends it be done by an interventional radiologist. Reporting dentist will be sending the dental consultant the name and contacts for the oral surgeon and says he will update dental consultant periodically. Additional information received via dental consultant after having spoken with oral surgeon over phone on 28-mar-2016: patient initials updated. Both dental consultant and oral surgeon concur that the reporting dentist's management of the entire episode has been correct and that the treatment of the patient was within the standard of care. It is hoped that the patient will continue to improve. Only in the event that the patient absolutely wants something done to remove the needle would surgery be performed. The oral surgeon mentioned it would only be in the operating room under general anesthesia, fluoroscopy and interventional radiologist. No further information is available. Causality assessment on 31-mar-2016 by mm on additional information received on 28-mar-2016: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) expectedness: accidental exposure to product: unexpected us; needle broken: unexpected us; muscle soreness: unexpected us. Causality: in this case, the dentist used a 27g long needle administering an ianb on tooth18. He stated that he did not bend needle, nor did not insert needle to hub during injection and that the patient didn't jump. The panoramic x-ray is not available. Other possible causes of breakage of needle are described in the previous analysis. An excessive pressure changing the resistance of the needle may cause this breakage in particular if the injection site was not accessible easily. A little soreness experienced by the patient is common after an ianb. The company adds accidental exposure to device because of the risk for the patient in case of surgery: the dental consultant explains that the surgical incisions in this area can lead to damage of the lingual nerve. Concluded causality who: unlikely.

Manufacturer narrative:
The received picture from reporting dentist evidences that the needle is broken at the hub. All cannulas used by sofic to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso 9626 standard. Stiffness and breakage tests comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by sofic on the retained samples of this lot did not show any defect. Warnings and cautions regarding the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the box and leaflet. Excerpt of warnings: do not bend, break, or otherwise stress needles as serious injuries to you and/or your patient can occur. Do not insert needle to hub during injections, as needles can break and become lodged in patient's tissue, potentially causing serious permanent injury. Do not use short needles (<30 mm) when the expected depth in soft tissue approaches the length of the needle. Avoid extreme pressure and excessive needle movement during injection as this may cause needles to break, which may result in serious injury to you and/or your patient. Be especially vigilant when repositioning a needle in a patient who appears to be apprehensive. Therefore, in the present case, the possible causes for the reported incident may be bending of the needle before use, excessive pressure or movement of the needle during injection or sudden movement of the patient during injection. No defect was detected on the needles from this batch. Given the above analysis, in the absence of details on the circumstances of the incident and as no defect was detected during tests on our retained samples for this lot, it is difficult to determine the cause of the reported problem.

Event description:
Spontaneous report. Local (B)(4). Initial and follow-up information received by dealer on (B)(6) 2016 and 21-jan-2016, respectively, and communicated information to septodont on (B)(6) 2016. Initial information received on (B)(6) 2016: on (B)(6) 2016 at 11:00 am, the dentist was performing an anesthesia block on tooth #16. The suspect needle (henry schein private label premium needles 27 g long; batch # (B)(4); expiration date: 2018-06-30) detached from the plastic hub and was lodged in the gum line of a patient female (B)(6). The needle was unable to be removed at the dental office. The patient was referred to an oral surgeon. The dental office took three (3) CT scans (details of scan not specified) and they were also sent to the oral surgeon's office. Additional information received on 21-jan-2016: the dealer spoke with the user facility and mentioned that the dentist has used these type of needles in the past with no issues. The user facility also reported that the patient was sent to the oral surgeon today to have the needle removed; however, was not yet made aware if the retrieval was successful. The patient's medical history, concomitant medications are not provided. The patient's purpose of the dental clinic visit, treatment aim, procedure(s) performed was not provided. Analysis report no. (B)(4) from the manufacturer received on 15 feb 2016. Causality assessment on 27-jan-2016 by (B)(4): seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) expectedness: needle broken: unexpected us causality the possible causes of breakage needle may result from a possible involuntary movement of the patient, a possible movement of needle or an excessive pressure changing the resistance of needle during injection. In this case, no information of dental procedure and patient's state is provided. Concluded causality who: not assessable because quality control is pending. Additional information received on 15-feb-2016 relating to the analysis report from manufacturer. Conclusions of this analysis report add a possible cause of this breakage needle i.e. Bending of the needle before use. No other case was reported with this batch number. Concluded causality who: unlikely.